Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The blood glucose level at the time of the incident was not provided. The customer mentioned that they also had other alarms. The customer also stated that the insulin pump had a frozen screen. Troubleshooting was provided but nothing was resolved. The customer was advised that the insulin pump would be replaced. The insulin pump will return for analysis.